Event description:
It was reported that during a laparoscopic cholecystectomy, the instrument broke while firing the clip. Surgeons were able to easily fish the piece out. Surgeons finished the case by getting another one and it worked fine.